Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the dual universal serial bus (usb) port on the main cart was broken. The foot switch was faulty. The storage bin, keyboard cable, and the mouse were missing. The vertek arm was broken and unusable. The device shut down as soon as it was unplugged, the main cart battery was faulty. There was no patient involvement. The locking mechanism on the vertek arm did not lock when rotated on both axes. There was a battery error.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734252, serial/lot #: -, ubd: , UDI#: h3) the reported issue was investigated to determine a cause. The manufacturer representative went to the site to test the system. The vertek arm was noted to require replacement. Codes: b01, c07, and d02 are applicable for the system servicing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.